Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Syringe calibration failed. It was reported there was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the syringe size sensor. A review of the device history record for sn (B)(6) was performed from the date of manufacture 02/21/2019 to the present date 10/19/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
Syringe calibration failed. It was reported there was no patient involvement.